Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that 1 month after the device was implanted she got a staph infection and she felt she lost therapy relief. She was seen at the doctor&#38112;office and adjustments were made but was not able to get patient back to where she was during her test and right after implant. The entire system was removed because of the staph infection and placed a new lead and ins on her other side. The issue was resolved at the time of the report and the patient status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.